Event description:
Date notified: 2/24/00. The customer reported a system failure of a model 754 ventilator. An inspection of the equipment revealed the rate pot & mixer pot were physically stripped off the "pcb". The cause of this failure was determined to be abuse of the equipment causing physical damage. No death or serious injury resulted.